Manufacturer narrative:
Follow-up information was received on 13-jul-2016: a legal claim was provided stating that plaintiff had essure inserted in (B)(6) 2006 and experienced severe and permanent injuries after being implanted. Due to insertion date, essure was recoded to ess205. Company causality comment: this spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had chronic pelvic pain that she tried to treat for years. A total hysterectomy was performed to remove essure. This event is listed in the reference safety information for essure. In this particular case, the consumer had chronic pelvic pain for years. Considering the implied compatible temporal relationship and lack of alternative explanation, this event is assessed as related to essure. This case is regarded as incident since a device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Upon receipt of follow-up, this case became legal, therefore further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 03-sep-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had chronic pelvic pain that she tried to treat for years. A total hysterectomy was performed to remove essure. This event is listed in the reference safety information for essure. In this particular case, the consumer had chronic pelvic pain for years. Considering the implied compatible temporal relationship and lack of alternative explanation, this event is assessed as related to essure. This case is regarded as incident since a device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on a FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015. This is a spontaneous case report received from a regulatory authority in united states on 11-aug-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted for almost 9 years. The consumer had a chronic pelvic pain and many other side effects that she tried to treat for years - it caused her many painful years. A total hysterectomy was performed to remove essure. The consumer considered the events related to essure. Company causality comment: this spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had chronic pelvic pain that she tried to treat for years. A total hysterectomy was performed to remove essure. This event is listed in the reference safety information for essure. In this particular case, the consumer had chronic pelvic pain for years. Considering the implied compatible temporal relationship and lack of alternative explanation, this event is assessed as related to essure. This case is regarded as incident since a device removal was required. A product technical complaint analysis is expected. No active follow-up will be pursued, as this case was identified during health authority website monitoring.